Event description:
It was reported that the device had an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a full electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).